Event description:
It was reported that the implantable tachy lead was showing signs of a possible lead fracture including multiple checks with short v-v intervals, lead noise and the triggering of the lead integrity alert (lia). The physician decided to leave the lead in use but capped the pace/sense portion of the lead and added an additional implantable pacing lead. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead alert was again triggered. A lead fracture was again suspected. High impedance was indicated and "apparent unstable rv and svc coil impedance" was specified. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter defibrillator (ICD), (B)(6) 2008.

Manufacturer narrative:
(B)(4).